Event description:
It was reported that on (B)(6) 2009 the target lesion located in the mid left anterior descending artery (mlad) was treated with a 3.0 x 32 mm non-abbott stent. On (B)(6) 2012, the mlad had 90% in-stent stenosis and was treated with a 2.5 x 8 mm promus stent. The index procedure was performed on (B)(6) 2012 with placement of a 3.0 x 32 mm non-abbott study stent. It was noted that on (B)(6) 2013, the patient presented with unstable angina and was hospitalized on the same day; cardiac catheterization angiography revealed 20% stenosis of the left main coronary artery (lmca), a patent proximal lad of a previously deployed unspecified stent and the mlad occluded. The occlusion of the mlad was treated using balloon angioplasty. On (B)(6) 2013, the subject again presented with unstable angina and was hospitalized. Cardiac catheterization angiography revealed 10% stenosis of the lmca, occluded distal lad, complex pump pail handle lesion in the mid to distal segment of the diagonal, 40% stenosis of the circumflex (lcx) with an occluded obtuse marginal 2 (om2), patent diffusely diseased distal right coronary artery (drca), and a 95% stenosis saphenous vein graft (svg) to the om and 60-70% stenosis near the ostium. On (B)(6) 2013, 356 days post index procedure, the 95% stenosed svg to om2 was treated with placement of a 3.0 x 38 mm non-abbott stent and an intimal tear type dissection was noted. A 3.5 x 8 mm promus stent was used for treatment. The 60-70% ostium stenosis was treated with placement of a 3.5 x 16 mm non-abbott stent.

Manufacturer narrative:
(B)(4). Non de novo lesion. The 95% instent stenosis of the previously deployed 2.5 x 8 mm promus stent in the diagonal 1 was treated by using balloon angioplasty. On (B)(6) 2013, the event was considered resolved and the patient was discharged on (B)(6) 2013. No additional information was provided. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, stenosis/restenosis, and occlusion are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).